Event description:
While attempting to shock a patient (age & gender unknown) the device had no display. After turning the device off and on, the display finally came on and the device was used to treat the patient. Subsquently inspection of the device by the complaint indicateds damage to the upper housing of the device. There was no adverse effect to the patient.